Manufacturer narrative:
An investigation was performed using visual and stereo microscopic inspection on the broken distractors returned. Process evaluation was also performed based off the lot number provided. Tensile cracks were observed under the stereo microscope. It was determined there were no indications of material or manufacturing defects. A review of the product device history records was performed on the lot number provided. In this investigation no anomalies were discovered. The results of the investigation have concluded that the root cause for breakage was due to mechanical overload on the devices. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Reference exemption number e2017029.

Event description:
The device broke during the consolidation phase. Doctor believes the patient rolled over the end of the distractor in bed and the device broke.